Manufacturer narrative:
User facility contacted magellan's product support team to report the instrument emitted a "fizzing" noise once new pro-cell (B)(6) double aa batteries were installed into the battery board compartment. Then, the user noticed fluid leaking from the battery board compartment. The user also stated, they did not proceed to power on the instrument after encountering this issue. However, they did install the same batteries into two other leadcare ii instruments. The same issue occurred. This instrument was returned to magellan for evaluation. During investigative testing by magellan, it was noted that the returned instrument (s/n: (B)(4)) would not power on with two installed batteries on the right side of the battery board chamber, but it would power on with two batteries on the left side. The analyzer also powered on with the returned leadcare ac adapter. Battery acid residue was visible on the right side of the battery board compartment. Battery leakage upon initial insertion is generally associated with use error, specifically not inserting the batteries according to the diagram on the analyzer. However, confirmation testing was not performed of the batteries in question, as they were discarded by the user prior to notifying product support. No user or patient impact or harm was reported. Complaint case (B)(4).

Event description:
User facility contacted magellan's product support team to report the instrument emitted a "fizzing" noise once pro-cell (B)(6) double aa batteries were installed into the battery board compartment. Then, the user noticed fluid leaking from the battery board compartment. The user also stated, they installed the same batteries into two other leadcare ii units.